Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted, shorted d2 diode, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor, diode, and microcontroller was caused by the contamination. Additionally, the battery charger was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Event description:
Follow-up: additionally, a us distributor reported that a battery was unable to power up a monitor. A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Follow-up: device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted, shorted d2 diode, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor, diode, and microcontroller was caused by the contamination. Additionally, the battery charger was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.